Event description:
It was reported that the patient underwent a gynecological procedure on and (B)(6) 2010 an mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to pop, cystocele and rectocele. It was reported that following insertion the patient experienced infection, urinary problems, organ perforation, fistulae, recurrence and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to mesh erosion. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to mesh erosion. It was reported that the patient underwent hysterectomy on (B)(6) 2012. (B)(4).